Manufacturer narrative:
The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
Surgeon was using this wand in a hip arthroscopy and noticed what appeared to be a piece of plastic coating on the ceramic falling off into the joint. It could not be retrieved.